Manufacturer narrative:
(B)(4). (Weight): 61.50 kgs. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported right side rupture. Healthcare professional reported rupture, pain and capsular contracture baker grade unknown confirmed via CT scan. The device has been explanted and replaced.